Event description:
Caller tested 4.4 inr on the coaguchek xs pro system while a comparison lab returned as 2.7 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent. However, strips will not be returned as the were used up.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.4 inr on the coaguchek xs pro system while a comparison lab returned as 2.7 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer indicated strips will not be returned because they were used up. Device will not be returned.